Event description:
It was reported that the customer's insulin pump was not working correctly. The customer's blood glucose was unknown. The customer declined troubleshooting and requested a replacement insulin pump. The customer stated that the insulin pump was releasing too much insulin, causing the customer to experience really low blood glucose levels. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.